Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a drill bit broke. While using the 1.5mm compact hand system, the surgeon was drilling through a 1.5mm lcp t-plate on a 5th metacarpal when he realised he was unable to advance the drill bit further. Upon using image intensifier, it was realized that the drill tip had broken off in-situ. A section of approximately 7mm was left in-situ as it was deemed difficult to remove. The event did not require additional treatment to date. The patient outcome is satisfactory to date. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. We assume that the tip broke off during a mechanical overloading situation. Various circumstances may led to the breakage such as exposing to extended lateral stress, contact with other metallic parts or blunt cutting edges. This device was manufactured and distributed in (B)(4) 2013, the condition of the cutting blades before surgery is unknown. Manufacturing and inspection records indicate no problems with the lot in question. No product related fault could be detected. Placeholder.

Manufacturer narrative:
MFR dates: 2/26/2013 and 4/25/2013. There were no mrrs, ncrs, or complaint-related issues with this lot. Placeholder.